Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert, analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Concomitant medical products: 6947m62, lead, implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert and came to the hospital. A lead impedance alert was noted to have been triggered for oversensing/noise and a high number of short v-v intervals on the right ventricular lead. The pacing impedance was also noted to have increased. Noise was also noted to be observed on the atrial lead. During the revision procedure, when the lead was disconnected and then reconnected, the high impedance disappeared, so a connection issue was suspected. It was also noted that several alerts have occurred for short v-v intervals and abnormal impedance which is noted to be high and varying. The device, right ventricular, and atrial lead remain in use. No patient complications have been reported as a result of this event.